Event description:
Customer reported via phone, the insulin pump has alarmed no delivery. The most current alarmed occurred while customer was sleeping. He rewound the device, pushed insulin through tubing, and reconnected. Customer's blood glucose was 213 mg/dl and current was 150 mg/dl. Troubleshooting was not performed as customer was reporting a past event. Customer was not sure were the exact issue was but he was able to clear it. Customer was advised to monitor the device and call back if issue reoccurs. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.